Manufacturer narrative:
The anti-tpo result from the cobas 6000 e601 module as part of the investigation was actually 550.4/538.7 iu/ml, not <30 iu/ml.

Event description:
There was an allegation of questionable thyroid results for one patient from the cobas 6000 e601 module. For the preliminary investigation, the sample was retested on a different cobas e601 module and an abbott architect analyzer. Refer to the attachment to the medwatch for all patient data. This medwatch is for the elecsys anti-tshr assay. Refer to the medwatchs listed below for the additional involved assays. Medwatch with a1 patient identifier (B)(6) for the ft3 g3 elecsys assay. Medwatch with a1 patient identifier (B)(6) for the elecsys ft4 IV assay. Medwatch with a1 patient identifier (B)(6) for the elecsys anti-tg assay. Medwatch with a1 patient identifier (B)(6) for the elecsys anti-tpo assay. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The cobas customer's 6000 e601 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Sample from the patient was investigated and an interfering factor to the assay components was detected. Product labeling for the assay states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.